Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release, the valve dislodged up into the aorta, resulting in a depth of -1 on both the ncc and lcc. There was severe paravalvular leak (pvl) around the inflow portion of the frame. In order to avoid obstructing flow to the coronaries, the valve was snared up into the ascending aorta. There were no issues with closure and the patient was noted to have no gradient and no paravalvular leak (pvl) post procedure. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.